Event description:
Event description guidant received information that it was suspected that this ventricular lead had damage due to clavicular crush. The patient's physician elected to reprogram the patient's pacemaker to aai mode until the device reached elective replacement time.